Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.

Event description:
Customer reported receiving a button error alarm on their insulin pump. Customer stated that the pump screen completely froze. Customer's blood glucose level was 253 mg/dl at the time of the call. No further information was provided.